Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states weld is broken on the right frame. The weld is the where the back canes is welded to the lower horizontal portion of the side frame.

Manufacturer narrative:
The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Tubing broken around weld at bottom rear of frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right side frame of having fractured tubing near where the upright rear tube and lower frame tube were welded. Complaint of "weld is broken on the right frame" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Tubing broken around weld at bottom rear of frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the right side frame of having fractured tubing near where the upright rear tube and lower frame tube were welded. Dealer states weld is broken on the right frame. The weld is the where the back canes is welded to the lower horizontal portion of the side frame.